Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the infusion failed to complete for the programmed volume. The 250ml cassette was filled/programmed to 154ml. Patient came in mid-cycle with 73ml left (patient received 80.1ml). The remaining medication was pulled out of 250ml cassette and put it into a 100ml cassette to finish treatment. There was no patient injury reported.